Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implants lost its sterility; when opening the packaging doctor noticed that the tray lid was split. Another implant was placed during the same procedure.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The osseotite® tapered certain® implant 5 x 8.5mm (xifnt585) was returned for investigation alongside its cover screw. Visual inspection of the as returned product identified no signs of significant wear, damage, or deformation. No product packaging was returned for investigation. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev f - november 2015. Information identified: applicable information can be found in the storage and handling section. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the sterile barrier was unsealed. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pictures of the damaged packaging was not provided. The reported complaint could not be verifiable based on the investigation of the returned product and available information. A root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.